Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a rf pic failed self test alarm on the insulin pump. Caller stated that they noticed that every 5-7 days, the customer gets the alarm. Customer has been getting the alarm for about a month and there was no precursor to the incident occurring. Caller stated that the alarm did not occur during the rewind/prime sequence. Caller stated that the customer was walking once and another time, she was either doing homework or getting ready for school. Caller was advised that the insulin pump will need to be replaced. Customer is currently at school and not with the caller.